Event description:
The surgical procedure was completed with a similar device.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and due to a correction required. Updated fields: b5, d9, h2, h3, h6, h11. Corrected fields: g4. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: dents on distal frame and edge, dents and bent on outer tube, fiber breakage, cut on light guide cable, loose light guide adaptor and light transition requirements were out of specification. Based on the results of the investigation a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device exhibited view off access. The issue occurred during inspection for use. There were no reports of patient involvement.